Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose value reaching approximately 400 mg/dl and remaining elevated for about five hours before returning to target range, with no alerts or alarms reported and no fingerstick confirmation available at the time. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no medical intervention by emergency services, and the user returning to target range. Investigation included troubleshooting and education by support, including discussion of algorithm adaptation and options such as scheduling additional training and a potential factory reset, which the user declined, and referral to the healthcare provider was advised. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hyperglycemia was unclear. It was concluded that the event was not related to a confirmed device failure and that user counseling was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.